Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. The unit was sent to customer's biomed department for service. Three (3) good faith efforts attempts were made to the customer to obtain additional information on this complaint event. If additional information is provided later, we will re-open this record and update it accordingly. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had shut down 4 times within few hours. In addition, the customer informed that was able to restart each time. The cs300 was switched to a different pump and the new unit has resumed pumping successfully. The pump with problem was sent to the biomed department for service. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had shut down 4 times within few hours. In addition, the customer informed that was able to restart each time. The cs300 was switched to a different pump and the new unit has resumed pumping successfully. The pump with problem was sent to the biomed department for service. There was no harm or injury to the patient and no adverse event was reported.